Event description:
It was reported that during a da vinci si procedure the tip of the permanent cautery spatula instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the proximal clevis ear broken off at the yaw pulley. It was determined that the damage was most likely due to excess force applied to the instrument. Engineering also observed the ceramic sleeve cracked and broken at the spatula base, which was likely caused by mishandling.